Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that stimulation kept turning off and they didn't know how to turn the stimulation back on. Pss walked the pt through turning the stimulation on using the white button on the top of the controller. Pt noted having groupa with programs 1, 2, 3 and 4. Pt confirmed that there was not a message appearing saying stimulation is off. Pt could not feel the stimulation however, so pss suggested that the pt increase stimulation and pss walked the pt through increasing stimulation. Pt stated that the numbers 90 60 60 58 appeared; pss understood that the pt was referring to the stimulation intensity levels for each program. Pt then stated that the stimulation intensity was at 9.1 but they still didn't feel stimulation. Pss redirected pt to hcp to further address the reported issue. Pt then stated that the device said that stimulation was off and described seeing the MRI mode screen, so for some reason the pt activated MRI mode without pss's instruction to do so. Pss had the pt exit MRI mode and turn stimulation back on. Pt kept asking pss how they they would know if the stimulation was on; pss explained to the pt multiple times that a message in red would appear across the top of the home screen saying stimulation is off if the ins was off. Pt then ended the call before pss could ask for the event date; pt stated that they would just call hcp if they continued to have a problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.